Manufacturer narrative:
On 02 nov 2015 it was requested again if there are further information on the case and it was replied that nothing new was available. On 02 nov 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 6 august 2015 it was communicated that no more information are available about revision and primary date, surgery final statement, reference and lot involved. On 11 august 2015 it was confirmed that no additional information is available, except the revision date: it is the (B)(6) 2015. A sonication will be performed on the stem, but we are not allowed to see the results. On 18 august 2015 the medical affairs director commented that no information is available, therefore no root cause can be determined. On 01 september 2015 it was confirmed again that no further information is available.

Event description:
They have taken out the quadra stem, suspicion of an infection. Please note that we can't give any information as the surgeon won't inform us. We even don't know the primary surgery date, neither the surgeon. We have tried go get more informations, we're still waiting but it seems that we won't get more.